Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 device evaluated by mfg - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter distal tip was noted to be flat/crushed. The catheter distal tip was noted to be broken/fractured. The catheter distal tip was noted to be damaged. A functional inspection was not required as the anomalies were noted during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was not confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging. It was reported that upon opening the inner pouch of the subject microcatheter, the physician discovered that the second marker on the distal end of the microcatheter had separated and detached from the catheter shaft. During analysis, the catheter distal tip was noted to be flat/crushed and broken/fractured, the catheter distal tip was noted to be damaged. Based on a review of all available information and the analysis of the returned device it is probable the catheter shaft was damaged due to handling during manipulation when removing the device from the packaging and/or during preparation of the device. An assignable cause of not confirmed will be assigned to the as reported 'ro marker missing', as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of handling damage will be assigned to the as analysed ¿catheter tip flat/crushed', 'catheter tip broken/fractured during preparation' and 'catheter tip damaged' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the second marker on the distal end of the microcatheter (subject device) had separated and detached from the microcatheter shaft when the microcatheter was unpacked. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the second marker on the distal end of the microcatheter (subject device) had separated and detached from the microcatheter shaft when the microcatheter was unpacked. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.